Manufacturer narrative:
The hill-rom technician found the right push handle faulty. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right push handle to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating when the intellidrive is pushed forward it runs in reverse. The bed was located at the account on the fourth floor. There was no patient/user injury reported. (B)(4).